Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve migrated toward the left ventricle resulting in severe paravalvular leak (pvl). The valve was snared into a higher position and a second valve was implanted. A balloon aortic valvuloplasty (bav) was performed resulting in mild pvl. No further treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.